Event description:
It was reported that during a lap appy procedure the metal part of the device name from the deck and it would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.